Event description:
During a follow up visit, during the follow up visit, no out of range measurements were obtained. A stress test was performed revealing no issues. A similar epsiode of the out of range measurements occurred in the past. As the issue could not be reproduced, a decision was made to further monitor this issue. No adverse patient effects were reported.

Event description:
Subsequently, a revision procedure was performed. When the pocket was opened, it was determined the issue was related to the non-boston scientific confirmed fracture of the device atrial feed thru wire that resulted in the out of range impedance measurements. The lead data was normal. The device was replaced and reconnected to this lead. This lead remains implanted and in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
According to available information, this lead remains implanted and a further follow up is intended in approximately six months. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead with non-boston scientific device revealed high out of range impedance measurements. A trend of the lead impedance measurements confirmed the out of range impedance measurements started approximately one month ago. No noise was noted on the electrogram. During this follow up visit, no issues were noted with the impedance measurements. A partial lead fracture was suspected, however, isometrics performed did not reveal any issues. A decision was made to further monitor this lead. No intervention was performed. No adverse patient effects were reported.

Event description:
- -